Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.0 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5-updated info: on (B)(6) 2020, the lens was exchanged with a longer lens and the problem was resolved. H6-impact code updated. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).